Event description:
An impella cp was inserted via the right femoral artery in a 64-year-old female for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During support, bleeding was observed at the femoral insertion site, and the patient developed loss of distal pulse in the affected lower extremity, consistent with limb ischemia. A clinical decision was made to remove the impella cp device. During withdrawal of the device into the aorta, the patient experienced an acute systolic blood pressure decrease of approximately 50 mmhg, described by the care team as the patient having ¿crumped.¿ the patient did not experience cardiac arrest, and the impella cp was readily re-advanced across the aortic valve into the left ventricle and support was restarted without difficulty. The bleeding was successfully managed, and hemostasis was achieved. An external femoral-femoral bypass was utilized to restore limb perfusion and resolve the loss of pulse. The patient was later transitioned to comfort care and expired. The relationship of the product to death cannot be determined based on the available information and is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleeding at the access site was not determined due to insufficient clinical details.